Event description:
This device was removed because the biotronik representative was unable to interrogate it. It is believed that because there was noise on the lead, the device tried to deliver a shock to the patient but it caused an arc to the device and depleted the energy. There are no adverse events reported for this patient. Should additional information become available this file will be updated.